Event description:
During right radial art line insertion, the guide wire on attempt at removing sheared off and a fragment was retained in the patient. The patient was not harmed as a result of the object's retention which was verified by radiographic imaging.